Manufacturer narrative:
The complainant reported that the t-handle in their possession is out of calibration and resulted in two screwdrivers breaking. There were no known patient complications. The company made multiple attempts to gather complaint details and request the complaint parts be returned for complaint assessment. The complainant stated that they intended to return the instruments, however, to-date, they have not been received, no additional details have been provided. The calibration of the t-handle has not been assessed by the company, and it cannot been confirmed if it is out of calibration. DHR reviews could not be completed due to the lot numbers not being provided.

Event description:
The complainant reported that the t-handle in their possession is out of calibration and resulted in two screwdrivers breaking. There were no known patient complications.